Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced mild diabetic ketoacidosis (no specific symptoms reported). The cgm was displaying 150 mg/dl. The patient did not have any means to manually check their bg. The patient went to the emergency room where a bg was checked and it was 350 mg/dl. It is unknown what the cgm was displaying during this time. The patient was treated with insulin, zofran and fluids. After 12 hours, they were discharged from the ER. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.